Manufacturer narrative:
(B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in sterile peritonitis. The breach in aseptic technique was not further specified. The peritonitis was manifested by abdominal pain, cloudy effluent and malaise. The patient presented to the renal department and was diagnosed with peritonitis then subsequently began treatment with intraperitoneal (ip) vancomycin and ip amikacin (doses, frequencies and duration not reported). Approximately 32 days later the patient was not improving so the patient was hospitalized and diagnosed with refractory peritonitis. During hospitalization the pd catheter was removed and the patient was moved to hemodialysis therapy. On an unknown date, the patient was discharged from the hospital when they were ¿recovered from the peritonitis¿. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.